Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 406 mg/dl at the time of incident and the current blood glucose level was 154 mg/dl. The customer was assisted with troubleshooting and declined. Customer stated that they got two calibration not accepted and change sensor last night. Customer reported that all happened at the same time with sensor issue. It was unknown whether the customer was using automode at the time of reported event. The insulin pump will not be returned for analysis.